Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation and testing of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted and foreign matter was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that before use, a bd preset¿ with bd eclipse¿ safety needle. Was found with white fm on needle cannula. There was no report of injury or medical intervention needed